Event description:
A doctor alleged that a patient had experienced multiple restorations splitting and chipping after placement with belleglass translucent dentin as device #4.

Manufacturer narrative:
Specific information with regard to age and weight were not provided. Although the doctor identified the belleglass full system for catalog number 31100, the doctor could not identify which product was used on any of the patients; therefore, no lot numbers were identified in this report. The product involved in the alleged incidents includes belleglass opaceous dentin as device #1, belleglass enamel as device #2, belleglass opaque as device #3, and belleglass translucent dentin as device #4. The doctor had replaced the restorations for the patient using the belleglass material; however, the crown for tooth #19 had cracked. The doctor will re-make and re-cement the crown for tooth #19, using a different product. The product was not returned and the product is expired; therefore, no evaluations can be conducted.